Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration'), embedded device ('embedment of the essure device into the cornua of uterus') and device dislocation ('fallopian tube was noted to be absent of any essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6)2009 nuchal cord during delivery during first pregnancy). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and post procedural infection ("infection"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (hysterectomy partial on (B)(6) 2013 and hysterectomy partial on (B)(6) 2013, bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, embedded device, device dislocation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, weight increased, post procedural infection and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury perforation: fallopian tubes discrepancy noted in date(s) of insertion: (B)(6) 2009 and date(s) of removal: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received: events added: fallopian tube was noted to be absent of any essure device, embedment of essure device. Reporter information, patient race information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 207, (B)(6) 2008, (B)(6) 2009 nuchal cord during delivery during first pregnancy). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and post procedural infection ("infection"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (hysterectomy partial on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, weight increased, post procedural infection and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury perforation: fallopian tubes diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 4 ((B)(6) 2007, (B)(6) 2008, (B)(6) 2009 nuchal cord during delivery during first pregnancy). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and post procedural infection ("infection"), was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). The patient was treated with surgery (hysterectomy partial on (B)(6) 2013). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, weight increased, post procedural infection and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, pregnancy with contraceptive device, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: plaintiff fact sheet received. Event pregnancy with contraceptive & device ineffective were added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female/chronic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("metorhagia (bleeding between periods)"), psychological trauma ("psych injury"), urinary tract infection ("uti"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches") and post procedural infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy partial on (B)(6) 2013). At the time of the report, the fallopian tube perforation, pelvic pain, dysmenorrhoea, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, urinary tract infection, fatigue, tooth disorder, hormone level abnormal, headache, weight increased and post procedural infection outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, pelvic pain, post procedural infection, psychological trauma, tooth disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for psych injury perforation: fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test (unspecified) conducted showed bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event of injury was updated to chronic pain, pelvic. New events added - dysmenorrhea (cramping), abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods),psych injury, perforation: fallopian tubes/migration, uti, fatigue, dental problems, hormonal changes, infection, headaches, weight gain. Reporters information updated. Lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.